Event description:
It was reported to boston scientific corporation that subsequent to implantation with a lynx mid-urethral sling system on (B)(6) 2005, the patient suffered complications including vaginal pressure and pain, vaginal bleeding, and dyspareunia. Corrective surgery was performed on (B)(6) 2010; the specifics are unknown. Following this surgery, the patient continued to experience pervasive vaginal bleeding, debilitating abdominal and pelvic pain, a recurrence of urinary incontinence, and vaginal infections. All other information is unknown and reportedly unavailable.